Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unidentified malfunction alarm occurred and pump shut off unexpectedly. Customer's blood glucose was within "normal range" (value not provided). Customer reverted to using manual injections for insulin therapy.